Manufacturer narrative:
Final device analysis for the pump revealed a reliability non-conformance. There was motor corrosion and gear train anomaly. Final device analysis for the catheter revealed no significant anomaly. The pump connector and sc connector were damaged at explant.

Manufacturer narrative:
Catheter model 8731sc, serial# (B)(4), implanted: 2007-(B)(6), explanted on: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was initially reported on that the patient noticed pump alarm beeping several times during the last weeks. Logs were read and showed several 'rotor stall occurring' and 'rotor stall recovered' statements. Rotor stall always recovered but the physician had decided to replace the pump. It was later reported that the pump was replaced. Patient was initially receiving morphine at 14.023mg/day with a concentration of 30mg/ml. Following replacement, patient was restarted at 1.5mg/day with the new pump that was then slowly updated to 2mg/day. However, patient experienced urinary retention. Patient was hospitalized till the retention resolved. A follow-up report will be sent if additional information becomes available.